Manufacturer narrative:
It was reported that the device had shut down unexpectedly. Per good faith effort (gfe) response received 06nov2024, the central processing unit (cpu) printed circuit board assembly (pcba) was replaced to resolve the reported issue. The customer replaced the cpu pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone #:(B)(6) .

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had shut down unexpectedly. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the device had shut down unexpectedly. The investigation is ongoing.